Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated in connection with this event, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the tubing through pinch valve pv47 had a hole in it and was leaking. The tubing through pinch valve pv47 provides an open path from sheath tank to the pressurized diluent manifold, mf11. The fse replaced the tubing, resolving the leak. The cause of the leak was a hole in the tubing through pinch valve pv47. (B)(4).